Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for a patient who had a controller fault alarm on (B)(6) 2025 for which they exchanged their own controller. The log files captured emergency backup battery (ebb) fault alarms beginning at 20:33pm on (B)(6) 2025, and the driveline was disconnected at 11:20pm for the controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm on the system controller, serial number: (B)(6), was confirmed by review of the submitted log files. The controller event log file showed a backup battery fault alarm activating on (B)(6) 2025. The alarm activated due to the backup battery not passing its load test. The backup battery did not pass the load test due to the loaded voltage being outside the expected threshold as compared to the unloaded voltage. The controller¿s ability to operate the pump was unaffected by the alarm. The exchanged backup battery and controller were not returned to abbott for evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information was provided by the account. The root cause of the backup battery fault alarm could not be determined via this investigation. A corrective and preventative action was initiated to investigate reported backup battery faults. The device history records were reviewed for the system controller (serial number: (B)(6) and found to have passed all manufacturing and qa specifications. The 11-volt backup battery, serial number (B)(6), was observed to have passed all initial manufacturing testing per the manufacturing test datasheet. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. D and the heartmate 3 patient handbook rev. An are currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ cover all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the issue does not resolve. Section 2 of the IFU, entitled ¿system operations,¿ describes the backup battery installation process. Section 8 of the IFU, entitled ¿equipment storage and care,¿ and section 6 of patient handbook, entitled ¿equipment maintenance,¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.